Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). A medtronic representative went to the site to test the equipment. After verifying the passive planar probe the probe was no longer seen by the camera, therefore making it impossible to register the patient. The probe was removed from the instruments and then added back, another probe was used with the same effect after verification. After shutting down the system and rebooting the account was able to verify the instrument and proceed with the case. The system then passed checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the site contacted the clinical specialist saying the system was having issues tracking the passive planar probe. When they verify the instrument the instrument can not be seen on the tracking view/ tracking details tap. When they went to verify the instrument the second they placed it in the divot the instrument stopped being tracked. The site pulled up the tracking details and the there was no sphere present or geometry information. The tool card for the probe was yellow. They tried using multiple passive planar probes with the same results. They completed a reboot and it seemed to resolve the issue. There was a delay of less than 1 hour. No patient impact was correlated with this event.

Manufacturer narrative:
H2, h3, h6: it was determined by a medtronic representative that there is insufficient information to determine whether a software anomaly contr ibuted to the reported behavior. Previously reported code 10 is applicable, as are codes 3221 and 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.